Manufacturer narrative:
Investigation evaluation and corrective actions are in process. A follow-up report will be provided

Event description:
The customer reported that 50 minutes into the procedure, there was an "explosion" and an alarm. They stopped the procedure and noted a 2mm tear on the centrifuge ring and a lot of blood in the centrifuge. The patient was ok, but was unable to benefit from the apharesis. Patient information is not available at this time. Terumo bct is awaiting the return of the disposable set. This report is being filed in response to the customer filing a (B)(4) report with their local authorities.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the disposable set was not returned for analysis. Based on the information provided by the customer, a leak developed in the centrifuge compartment. This is most likely due to, but not limited to:-pin hole developed in the channel or loop-vendor component defect-manufacturing mis assembly-disposable set loading issue

Event description:
The customer did not respond to multiple attempts made to obtain patient information. If patient information is later received from the customer, it will be provided in a follow-up report. The customer did not return the disposable set, and multiple attempts to reach the customer in regard to the set went unanswered.